Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the lens reflecting the laser got burnt causing the device starts up in low output mode. The fse proceeded to replace the #2hr and #3frm. The laser console was finally tested and the device passed full functional testing. No further issues were identified during service, and the console was confirmed to be fully functional after the replacement. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the console was in low output mode. There were no patient complications.

Event description:
It was reported that during a procedure, the console was in low output mode. There were no patient complications.